Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that threads of the connecscr f/dhs/dcs-wrench no. 338.300 were stripped and the shaft broken near of the threaded area, the fragment was received. No other issues were identified. A dimensional inspection for the connecscr f/dhs/dcs-wrench no. 338.300 was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Properly handling and attention to the approved use of the device diminishes the risk of failure. A functional test was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the connecscr f/dhs/dcs-wrench no. 338.300 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part number: 338.310-15 lot number: 6275p53 manufacturing site: hägendorf release to warehouse date: 11-aug-2023 the CAPA was opened to investigate citric passivation being used instead of nitric passivation. This CAPA is affecting passivation only and is not related to the retention pin screwdriver short breaking during removal, but to the usage of citric passivation being used instead of nitric passivation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that instruments got damaged during the surgery. During manufacturer's investigation of the returned device it was identified that the threads of the connecscr f/dhs/dcs-wrench no. 338.300 were stripped and the shaft broken near of the threaded area.